Event description:
A (B)(6), male, patient, contacted lifecor customer support to report that one of his battery packs is not charging. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was reproduced. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The battery pack also had an unknown substance in the battery pack. One of the cells was corroded. The root cause of the defective cells is not known, but may be due to the unknown contamination. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.